Event description:
Reporter indicated a vns generator failed to interrogate during an implant surgery. The generator has been returned to the manufacturer and is pending product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.